Event description:
Voluntary medwatch received stated that this left ventricular (lv) lead was surgically abandoned due to high out of range pacing impedance caused by fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Reference: voluntary medwatch #mw5167424.